Event description:
(B)(4). Initial reported received on (B)(6) 2008 and follow-up received on (B)(6) 2008: this non-serious spontaneous report was received from a medical director of a private clinic thru a company rep via our affiliate in (B)(4). (B)(4). This case involves a female pt (age not indicated) who was administered sculptra (poly-l-lactic acid) and the last therapy treatment was in (B)(6) 2007 (dosage, indication and complete therapy dates not provided). Medical history and concomitant medications were not provided. This pt received poly-l-lactic acid and on an unk date she developed lumps under her eye. The pt's outcome was not provided. Corrective treatment, if any, was not reported). (B)(4): brr (batch record review) without hint to root cause. The brr is done on a routine base during our release procedure. The brr was repeated concerning the reason of complaint. The brr gave no indication of problems during the mfg process with regard to the reason of complaint. No faults. Defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(4). The review of the dhrs (device history reports) and of the analytical results of these batches did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.

Manufacturer narrative:
Addendum for follow-up received on (B)(6) 2008: additional info was received from the physician and this report has been upgraded to medically important. This report involves a (B)(6) female pt. The pt's medical history was not provided. No concomitant medications were reported. The pt had no concomitant pathologies. The pt had not experienced similar events after treatment with new-fill/sculptra or any other product. No histology or laboratory tests were performed. On (B)(6) 2007 and (B)(6) 2008 the pt received treatment with sculptra consisting of 4 ml of water and 2 ml of lignocaine. A total of 6 ml was injected to both sides of the face from the infraorbital to the chin. On (B)(6) 2008, it was noticed that the pt had lumps below the eyes, which occurred after the second injection. Corrective treatment included an injection of sterile water into the lumps on (B)(6) 2008 and an injection of 1 mg adcortyl (triamcinolone acetonide) into the lumps on (B)(6) 2008. The physician considered the event as serous due to the condition necessitating medical/surgical intervention to prevent impairment of a body function or permanent damage to a body structure. The physician stated the pt was improving. The lumps had flattened after the injection of adcortyl and massage. The causality assessment between sculptra and the event was reported as definite.